Event description:
The customer reported system has precharge error when it booted up. No pt injury was reported.

Manufacturer narrative:
The ge service rep removed and replaced battery and battery charger. He adjusted charger output according to service manual spec.